Manufacturer narrative:
Results: the benchmark was fractured approximately 2.0 cm from the hub. The benchmark was ovalized approximately 92.0 thru 99.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed that the hub was fractured off the proximal end of the catheter. If the benchmark is forcefully manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the returned benchmark revealed ovalization on the distal shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the benchmark was found broken at the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.